Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/23/2025, it was reported that via chat that the day of the event the patient experienced loss of consciousness and was taken to the emergency room. No cgm reading was reported from that moment, but the patient reported she was not ¿alerted of the low blood glucose reading¿. The patient was given a medication ¿to lower the blood glucose level¿ but could not give more details regarding this. Given the fact that the patient reported to have lost consciousness due to a hypoglycemic event, the patient most likely meant that the treatment was given to raise the blood glucose level. When a fingerstick was taken, most likely after treatment, the cgm was reading 93 mg/dl and the blood glucose reading was 154 mg/dl. It was not confirmed how long the patient was at the hospital, but according to the patient she ¿did not stay¿. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.